Manufacturer narrative:
The reported event was addressed with phone support. The user confirmed that once the endoscope connector was reseated, the image functioned as expected. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30 degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the image in the console appeared mirrored or flipped. The user confirmed that once the endoscope connector was reseated, the image functioned as expected. The user continued the procedure using the same endoscope as planned without further issues. No known impact or patient consequence was reported.